Manufacturer narrative:
This follow-up report is being filed to relay the results of the device evaluation and to provide additional information which was unknown at the time of the initial medwatch. The doctor successfully used the failed component, hence this was not returned. However, product from the same packet / lot was returned for evaluation. Returned components meet the design intent and the trial drag through of suture could not create fracture or fraying, concluding that the functional trial parts left biomet control conforming to print. The review of the deviation history as well as device history records indicates no abnormalities and documents reviewed address the proper assembly and risk, and the surgical technique illustrates product use. The surgeon was able to continue use with the fractured suture and successfully tied the knot. Hence, as the failed component was not returned, the exact root cause can not be determined and the reported event can not be substantiated.

Event description:
It was reported that the patient underwent labral repair on (B)(6) 2014. During the procedure, after the juggerknot anchor was set, the surgeon attempted to tension the first knot and the suture fractured. The surgeon was able to continue the procedure with the fractured suture and successfully tied the knot. No additional holes were drilled and there was no delay in the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿bending or fracture of the implant.¿